Event description:
Medtronic received information from a user facility medwatch that following the implant, of this 31 mm mechanical valve, after coming off cardiopulmonary bypass, one of the leaflets was not moving properly. Inspection of the valve showed that the valve was likely too big for the patient's annulus, the patient was put back on bypass and a 27mm valve was successfully implanted with excellent function with no evidence of paravalvular leak. Concomitantly, the patient also had coronary artery bypass performed. Following the procedure, the patient was returned to the operating room for bleeding which was reported to be from the inferior wall of the heart where exploration had been done to locate the coronary artery. The bleeding was successfully controlled with suturing and cautery and the patient was returned to the intensive care unit (ICU).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, it was reported that the most likely cause of the leaflet dysfunction was patient prosthesis mismatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.